Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30051960l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular heart block requiring a temporary pacemaker and implantable cardioverter-defibrillator (ICD). During the procedure, atrioventricular (av) heart block was discovered and confirmed by EKG. A temporary pacemaker was given to the patient as well as an implantable cardioverter-defibrillator (ICD). The patient was reported to be in stable condition. Extended hospitalization was required due to the ICD implant. Adverse event outcome was assessed as disability or permanent damage. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no bwi product malfunctions reported during the event. The event has been assessed as MDR reportable for the adverse event. On (B)(6) 2018, the biosense webster inc. Failure analysis lab (fal) received the complaint device for evaluation. Initial visual analysis identified, ¿two kinks in the shaft.¿ these findings have been reviewed and determined these findings are not reportable malfunctions since the catheter integrity was maintained and no internal components are exposed. The potential that it could cause or contribute to a death, , or other significant adverse event is remote.

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular heart block requiring a temporary pacemaker and implantable cardioverter-defibrillator (ICD). Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no bwi product malfunctions reported during the event. Product evaluation details: the device was visually inspected the some kinks were observed along the shaft. The magnetic sensor was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Then, an electrical test was performed and the catheter was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the kinks could be related to the handling of the device. Manufacturer's ref # (B)(4).